Event description:
Caller reported that intermittent occlusion alarms occurred. The customer's blood glucose level was over 400 mg/dl. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin.